Manufacturer narrative:
Service was declined as the customer's biomedical engineer evaluated instrument performance. The biomedical engineer had since adjusted ultrasonics, replaced the aspirate probes, cleaned the wash pump, adjusted the luminometer, replaced the mixer rollers, cleaned the wash carousel, replaced the peristaltic pump tubing, and adjusted alignments but did not resolve the issue. The customer continued to decline service from beckman coulter and will continue to troubleshoot with the biomedical engineer. A definitive cause of the event is unknown. The samples were lithium heparin plasma, aliquotted from the original samples tube and analyzed fresh. The samples were centrifuged at 3,000 rpm (revolutions per minute) for ten minutes. System check, performed on (B)(6) 2012, failed with quantity not sufficient (qns) flag on the last repetition of the washed portion. The customer repeated the washed portion of system check and obtained a passing result. Previous system checks, performed on (B)(6) 2012, passed within specifications. The customer indicated quality control (qc) was within the acceptable range. All related medwatch reports associated with this event: 2122870-2012-01589, 2122870-2012-01590, 2122870-2012-01591.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for five patients on separate days, involving access 2 immunoassay system. This is report number two of three. Subsequent analysis of the patient sample recovered a lower result, within the normal reference interval. The erroneous result was not released out of the laboratory as the customer has a laboratory protocol to retest all troponin I results greater than 0.08 ng/ml; the retest result was issued to the hospital. There was no patient consequence or change in patient treatment associated with this event. The customer's biomedical engineer assessed the instrument at the facility.